Event description:
The top half broke off and remained inside- vagina, tampon [foreign body in reproductive tract]. When I went to take out my tampon to change it, the top half broke off and remained inside. [Complication of device removal]. Top half broke- tampon [device breakage]. Case narrative: consumer reported via company representative that the top half of the tampon broke off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.